Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had high impedances on >10000 ohms on contacts 0 ¿ 7. It was reported that the patient had been golfing and was not able to feel stimulation despite turning it up. The patient was reprogrammed on (B)(6) 2018 and pain coverage was achieved using contacts 8 ¿ 15. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The leads were discarded by the customer. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient experienced a loss of therapy. Impedances were tested and all were high and out of normal limits. Any contributing factors remain unknown. The patient was scheduled for a dual lead revision on (B)(6) 2020. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the leads were replaced. Therapeutic stimulation was restored on (B)(6) 2020. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the date the patient noted a chance was (B)(6) 2018. The cause of the high impedances was unknown. No further complications are anticipated.